Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt has a burning sensation and shooting pain at the ipg site, regardless if stimulation is on or off. The pt is receiving effective stimulation for the established pain pattern. The sjm rep interrogated the sys and found no anomalies. Next course of action is undetermined.